Event description:
(B)(6) / adverse event summary: radiesse injection, date of event: 6/4/2026, product: radiesse (calcium hydroxyapatite dermal filler), reason for treatment: cosmetic cheek augmentation. Description of event: immediately following administration of radiesse cheek filler, I developed a rapid-onset hypersensitivity reaction. Approximately two minutes after the injections were performed, I began experiencing widespread hives and intense itching. The hives spread quickly from my neck down through my torso to my pubic area. In addition to the hives and itching, I experienced a sensation of pressure in both ears. The treating provider administered oral diphenhydramine (benadryl) and topical benadryl cream; however, my symptoms continued to progress. Due to concern for a significant allergic reaction, the supervising physician was consulted and recommended activation of emergency medical services (911) and administration of epinephrine via epipen. I was subsequently transported to the emergency department, where I received further evaluation, treatment including steroids, and several hours of monitoring. Medical history: known allergy: bee stings. No prior history of a reaction of this severity associated with cosmetic procedures. Outcome: the hives and itching completely resolved following treatment. No ongoing symptoms remain at this time. There have been no recurrent episodes since the event. Reason for report: I am submitting this report to document a severe immediate hypersensitivity reaction that occurred within minutes of radiesse administration and required emergency treatment, including epinephrine administration, emergency medical evaluation, steroid treatment, and observation. Additional product details: administered 2 1.5 injections (one on each cheek).